Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the instrument broke at a weak point in the plastic. This occurred prior to surgery. No patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6 visual inspection of the returned trial confirmed that the device has fractured at the anterior side of the condyle and the fractured piece was not returned. The device exhibits wear (nicks and gouges) indicating signs of usage. The DHR was reviewed and no discrepancies relevant to the reported event were found. The device has been in the field for approximately eight years and four months. It is unknown for how many times the device is being used. Based on the information available, the root cause can be determined as normal wear during the instrument¿s field life. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.